Event description:
It was reported that the pump, which is used for nutrition dosing and home care, alarms for motor error. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to do verify the reported problem. The root cause was unable to be established. The device passed all testing criteria after repairs. The service history review had no indication that the complaint was related to a service of the device within the review period.